Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. As a result, the ipg was explanted, repositioned and replaced. Surgical intervention addressed the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.